Event description:
It was reported that the pump bags run dry before time was up, failed volume. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected, and a buckled upstream occlusion seal was noted. A functional test was performed and the reported issue was not confirmed. The probable cause of the reported issue was due to the expulsors. As a result, the expulsors and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.